Event description:
During preparation for the procedure, the physician inserted the guidewire into the balloon and experienced resistance. The guidewire was removed from the balloon with some force and was damaged in the process. The device was not used in the patient.

Manufacturer narrative:
The device has been evaluated. The evaluation showed that the guidewire broke into two segments; however, the cause could not be determined. (B)(4).